Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported symptom 'downstream occlusion' was verified through the a review of the event history log by the presence of ¿downstream occlusion!" Messages but not re-produced during service. Evaluation revealed that the cause was a downstream sensor out of specification. The force sensor was calibrated to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion. This occurred in the biomed service department during testing. There was no patient involvement. No additional information is available.